Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was non-functional. The cause for the defective response button was defective response button cable contacts. The root cause for defective contacts was unable to be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/08/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that an irsael monitor had non-functional response buttons.